Manufacturer narrative:
Such event is known and generally caused by a failure to comply with the needle-syringe assembly directions, which are mentioned in the instructions for use.the design of the product, with a bult-in luer lock and double screw thread needle-syringe connection, makes needle disconnection/ejection unlikely to occur as long as the user safely screwed the needle onto the syringe.

Event description:
This event took place outside the u.s., in (B)(6). The intitial reporter indicated that during the use of the product, the needle was ejected from the syringe. The intitial reporter indicated that there were not clinical consequences for the patient.